Event description:
Reporting status: serious injury-required intervention. Reporting rationale: guide wire tip separation requiring medical intervention. Device issue: guide wire separation. It was reported that the lesion was in the av and pd branches with mild tortuosity, mild calcification, and concentric with 90% stenosis. The guiding catheter did not engage coaxially; therefore, it was disengaged after the whisper ls had crossed the lesion. Then, the whisper ls was removed from the patient. An attempt was made to cross the lesion in the av with the whisper ls; however, it could not cross and another company's guide wire was used. This guide wire crossed the av and the whisper ls was then attempted to cross the 4pd; however, the torque did not transmit to the tip. The guide wire was removed from the patient and it was confirmed that the guide separated about 10 cm proximal to the distal end. The distal portion of the guide wire was collected with a gooseneck snare. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the guide wire was returned without any blood or contrast visible. The core and polymer were separated 10.5 cm proximal to the tipball. There was no other damage noted to the guide wire. The catheter used during the procedure was not returned. A laser micrometer was used to measure the outer diameter of the guide wire. The outer diameter met manufacturing criteria. The returned guide wire was not backloaded through a new catheter due to the separation. The device was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.